Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static. There was no reported impact to blood glucose. Tandem technical support discussed how the insulin gauge operates. Customer acknowledged information.